Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty to open the clip, the reported unintended movement associated with clip opened while establishing final arm angle (efaa) was likely due to device settling from the pre-existing patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient and placed on the leaflet. While testing the lock, the clip opened to approximately 40 degrees. Troubleshooting as preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 3. There were no adverse patient effects or clinically significant delays reported.